Event description:
On (B)(6) 2011, the pt reported, the down button of his infusion device is not working properly. He stated that when the button is held down the infusion device does not vibrate. This stopped responding 4 months ago. He noticed the issue when attempting to bolus. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.